Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses of the 'up' and 'contrast' buttons: multiple button presses were required before these will activate. The keypad cover is damaged - lifting and peeling below the 'ok' button and along the edge of keypad. The keypad was removed and contamination was found under all button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that the up arrow button was not always working and in hot weather the up arrow button was not working at all. The patient confirmed that there was no damage to the keypad and no known trauma to the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a wet cloth. This report is made based on the allegation of a keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.